Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's experiencing uncomfortable stimulation in the arms and groin areas. Reprogramming was done but provided stimulation to the wrong location. The pt denies any falls or trauma. Follow up revealed surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the lead. The physician electively replaced the ipg during the same procedure at the pt's request for a smaller device.